Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Pinnacle risk management representative for rite aid reported needle slipped completely out of the hub and stayed in patient. Needle was surgically removed. Patient was given cephalexin 500 and oxycoden 1-2 tablets every 4 hours. Patient is in pain and has a scar at the site.